Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
(B)(4): the measurable dimensions of the drill bit and guide wire were checked and found to be within specifications. Based on the provided details we are not able to determine the exact cause of failure. We can only assume that contact with other metallic materials led to an instantaneous application of mechanical overload and hence to the breakage of the involved articles. No product fault could be detected. (B)(4): placeholder.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a lisfranc arthrodesis procedure, the drill bit broke while drilling over the k-wire. Most of the broken fragments were retrieved but some broken fragments remains in the pt. It was reported the guide wire also broke during the procedure. All broken fragments could not be removed. The surgical plan was changed and the pt was implanted with plates and screws instead of the im nail. This is 2 of 2 reports for the same event.